Event description:
During a coronary stent procedure, the delivery system became stuck in the lesion. During removal the delivery system became stretched and the stent dislodged in the guide catheter. No pt injuries or complications occurred.